Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported they did not have illumination output. Timing of the event and patient impact are unknown. They are currently using an alternate illuminator. Additional information has been requested, but not received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 26, 2010. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample, on (B)(6), 2017, revealed that the potting at the top of the lamp was cracked. The gas bulb was found barley hanging/connected to the assembly. No testing was able to be performed due to the condition of the returned sample. The root cause of the reported event can be attributed to a nonconforming the lamp. However, how or when it became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).